Event description:
It was reported that during a discectomy the shaft of an instrument was broken. It was stated that a fragment from the device was remaining in the patient.

Manufacturer narrative:
(B)(4). The instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.